Manufacturer narrative:
This report is being submitted as additional information was received that this lead was capped and replaced.

Event description:
It was reported that this pacemaker system exhibited high capture thresholds because the right ventricular (rv) pacing output was programmed to 2.5 volts. The health care professional (hcp) questioned the safety margin, as the rv threshold trend was also reported at 2.5 v. It was noted that this patient is pacemaker dependent. Technical services (ts) reviewed the device data and determined that the right ventricular automatic capture (rvac) trend showed a threshold of 2.0 v, with the device pacing output programmed 0.5 v above the most recent threshold, consistent with intended device operation. This system remains in service and no adverse patient effects were reported. Additional information was received that this rv lead was capped and replaced due to the high capture thresholds. It was suspected that the lead was fractured. No additional adverse patient effects were reported. This rv lead remains implanted.